Event description:
On (B)(6) 2011: patient experiencing swelling and tenderness around generators and swelling behind right ear, also drainage from head incisions. Left dbs ipg area tapped, 15 ml of pus aspirated and sent for cultures. Patient admitted for IV antibiotics. Plan removal of dbs in operating room for (B)(6) 2011. On (B)(6) 2011: surgical removal of entire dbs. Each of his five original incisions were reopened, and each of the areas were noted to have pus and abnormal material. All areas were copiously irrigated with bacitracin solution. There was aggressive debridement to all areas. Post operative MRI was done without contrast. Patient remained hospitalized through (B)(6) 2011, receiving IV antibiotics and was discharged on (B)(6) 2011 in good condition.